Event description:
It was reported that during attempted implant of the right ventricular (rv) lead there was a "deployment problem after reposition." The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.